Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that earlier that day, he had a blood glucose level of 600 mg/dl which was treated with a manual injection. Blood glucose level at the time of the call was 381 mg/dl. The customer also requested assistance with programming the insulin pump. During a follow up call for high blood glucose level troubleshooting, the customer had a blood glucose level of 255 mg/dl. The insulin pump was not replaced or returned for analysis.